Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. A piece of the plastic containing threads was missing. The returned battery cap had stripped threads. The battery cap contact dimensions measured within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.